Event description:
A drug eluting balloon's inflation port became stripped from the balloon shaft, causing balloon to remain slightly inflated. The balloon was unable to remove from the body causing additional measures to be taken to remove balloon from body. Per provider note: a 5-french 45 sheath was placed up and over into the contralateral superficial femoral artery, exchanged for a 0.018 wire and a ranger drug-coated balloon. A 6 x 60 was placed up over the wire across the distal edge and percutaneous transluminal angioplasty was performed for 3 minutes inflation. The balloon was then removed and then removing the balloon, the delivery balloon catheter broke, the hub came off the catheter and the balloon was not completely down. We attempted to compress the balloon, tried to buddy wire and put a balloon next to it, put 150 through the sheath and eventually I brought the 5-french sheath and partially deflated balloon all the way back to the left common femoral artery and there under ultrasound guidance, I identified the artery and the balloon in the artery and advanced a micropuncture need and basically pop the balloon which allowed to be delivered through the sheath and the sheath was then removed. Over the 0.018 wire that was still in place, I replaced the initial glide sheath, and all wires and catheters were removed.